Manufacturer narrative:
The device was returned, and the evaluation found the user reported issue was caused due to damaged turret motor shaft gear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had a flashing front panel and displayed an error 200 during a therapeutic colonoscopy. There was a 10-minute delay to troubleshoot while the patient was under general anesthesia and the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The turret motor shaft was damaged, e200 turret error occurred and front panel blinked. It is likely that the procedure was delayed because these defects occurred during procedure. Olympus will continue to monitor field performance for this device.